Manufacturer narrative:
The unit had moisture damage on the electronics. The unit also had a minor scratched display window and a cracked reservoir tube lip.(B)(4)

Event description:
The customer called in to report that there was moisture underneath the display and it was difficult to read. The customer stated that he may have sweated on the device. The customer's blood glucose level was 192 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.